Event description:
It was reported that the patient experienced no stimulation sensation which occurred 9 months prior to the report. The reporter stated that the patient was without stimulation for about 2-3 months. Impedances were tested at the time which showed that 3 out of 8 electrodes had high impedances. Reprogramming was successfully done around the open circuits without compromising stimulation coverage. It was noted that the patient was receiving adequate therapy. No interventions were taken.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 355029, lot# n119786, implanted: (B)(6) 2007, product type accessory. (B)(4).